Manufacturer narrative:
H6: codes updated. The suspected device was not received for evaluation. One customer video was returned showing the swivel connector being twisted onto the epidural minipack. The connection was secure until the swivel connector was twisted further and a disconnection occurred. The complaint of a use issue can be confirmed through the returned video. The probable cause is due to an overtightening of the connector during use. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural disconnected between the filter and the clamping adaptor. As a result, it was sterilized and new clamp adaptor applied. The event occurred at the maternity. There was patient involvement and no harm.